Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): distal conductor fractured. Distal segment returned and analyzed.

Event description:
It was reported when the device was checked, high ventricular impedance and pacing failure were confirmed. It was determined by the physician that there was a lead fracture and the lead was replaced. "The damage was found on the cross spot each pole lead." No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.